Event description:
It was reported that during an examination the system hung-up. X-rays were not produced. System was shutdown and powered back up to recover. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.